Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the catheter was cut during an unrelated surgery. No further complications were reported.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that the catheter was inadvertently cut on (B)(6) 2019. The catheter was replaced during the procedure on (B)(6) 2019. The patient's weight was listed as (B)(6). No further complications were anticipated/reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen (500 mcg/ml at 59.95 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2019 it was reported that the patient had a catheter revision not that long ago. No additional information was provided regarding the event.